Event description:
The pt reported he had an infection on his left arm where the pod was placed. The pod was worn for 48 hours. The site had a "big red dol" that had to be popped. He was placed on antibiotics and he is currently waiting for the results from the swab test.

Manufacturer narrative:
The product will not be returned for eval. We are unable to determine if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.